Event description:
The patient experienced a shocking sensation when she sat down. The patient turned the device off. She stated that the device had been reprogrammed 4 days prior to the incident. There was no known accident or incident related to the event. Impedances were checked. They got question marks in the results. It was recommended that the default test values be increased and the test be re-run. The patient was only programmed to .7 volts and testing at 1.5 volts was painful; they were not willing to increase beyond that point. The patient was scheduled for surgery to revise the system. Additional information has been requested, a follow-up report will be sent if additional information becomes available.